Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured. The 75% stenosed lesion was located in the non-tortuous calcified left main coronary (lmt) trunk. The first inflation was performed at 14 atms, on the second inflation the balloon ruptured at 20 atms. The procedure was successfully completed with another of the same device with no pt complications. Pt status is reported as "good."

Manufacturer narrative:
The device has been rec'd for analysis, however add'l testing is required which is not complete at the time of this report.